Event description:
The patient¿s pump and catheter were implanted on (B)(6) 2014. The patient experienced an infection and was hospitalized. Location of the issue/symptom was the device pocket and catheter track. The patient was transferred to ¿som¿ over the weekend ((B)(6) 2014) as the patient had difficulty breathing and she was worked up to clear her lungs. The type of infection was unknown. The patient was treated with antibiotics. Surgical intervention on (B)(6) 2014 included an explant of the entire device system due to the infection. At surgery, when the pocket was accessed, a ¿milky very fluid solution¿ was drained. Tissue in the back incision appeared compromised as well per a physician¿s observations. Cultures were taken from the device pocket, catheter insertion site / lumbar region, and from the cerebrospinal fluid (csf) for analysis; the type of organism cultured was unknown. The patient status at the time of the report was alive no injury. The explanted device system was planned to be replaced in the future. The explanted pump and catheter were discarded by the healthcare provider. The pump was used to deliver lioresal. Patient outcome was not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).